Event description:
It was reported that during patient use and awaiting open heart surgery, the cs300 intra-aortic balloon pump (iabp) had a fiber optic sensor failure. However, no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse performed test with fiber optic simulator and balloon and the device performed satisfactorily; and therefore, was unable to reproduce the reported issue. The fse then calibrated the unit, as well as performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Patient height 157 cm. (B)(6).

Event description:
It was reported that during patient use and awaiting open heart surgery, the cs300 intra-aortic balloon pump (iabp) had a fiber optic sensor failure. However, no patient harm, serious injury or adverse event was reported.